Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 300 mg/dl with dizziness and disorientation associated with an alleged power with damage issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the battery cap would not stay on the pump and could not be tightened and would ¿pop off¿ causing a loss of power temporarily. There was also a battery compartment cracked noted. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.